Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-01587 and 01588) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that patient reports change between power sources earlier than expected. Events occurred on the (B)(6) 2016, 03:00 am (ones) and around 16:00 hours (twice). Patient had previously received (smr) software upgrade before these events occurred. The logfiles were sent in for analysis. Clinical specialist visited the site on (B)(6) 2016 to gain more information about the event from the patient. Both events had occurred from power source. No more events have occurred since the two batteries involved. Batteries were replaced and no effect on the patient. No additional information is provided.

Manufacturer narrative:
The reported event of power switching occurring was confirmed on the returned (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed some cases of power switching due to momentary or temporary battery disconnections. These events occurred while the batteries were connected to a controller which had received the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The manufacturer has opened an internal investigation to evaluate power switching due to momentary disconnects. This is one of two reports (3007042319-2016-01587 and 01588) submitted for devices related to the same event.